Event description:
A customer contacted beckman coulter inc. (Bci) in regards to recovering low sodium (na) patient results as well as low na and chloride (cl) qc results that were generated by the unicel dxc 600 pro synchron chemistry analyzer. The erroneous results were reported out of the laboratory. The customer had sent a general message to the physicians that some na results maybe low, and to have any questionably low results repeated. The lab has not received any reports from physicians of impact to patient care.

Manufacturer narrative:
Service has been initiated and is working with the ise robustness team to resolve the issue.